Event description:
Customer reported not being able to properly obtain a glucose result using their precision xtra blood glucose meter, due to fact that the test strips they purchased for the meter were expired. The customer then reported they were not taking their diabetes related medication, then later experienced a loss of consciousness. Customer reported administering themselves medication in order to stabilize glucose levels.

Manufacturer narrative:
This is a final report. The customer reports using expired strips with the meter. If any additional information is received, a follow up report will be filed.